Manufacturer narrative:
Records indicate this system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this experienced a syncopal episode. The syncope appeared to coincide with the right ventricular automatic threshold test. Troubleshooting was performed and it was found the patient has intermittently higher thresholds which could have resulted in the outputs being subthreshold and the subsequent syncope. A higher fixed output was programmed and automatic capture was programmed off. Additionally, inappropriate atrial tachy response (atr) episodes have been stored due to oversensed noise. The atrial lead was reprogrammed to unipolar pacing and bioplar sensing to resolve. Due to the patient ejection fraction a device upgrade to an implantable cardioverter defibrillator (ICD) was being considered along with potentially replacing the right atrial lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient underwent a device upgrade procedure from a pacemaker to a cardiac resynchronization therapy pacemaker (crt-p). During the procedure, this lead was explanted and replaced. No adverse patient effects were reported.